Event description:
The customer reported experiencing low blood glucose and the paramedics were called. The blood glucose reading was 32mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. During the call, it was found that the customer did not rewind the insulin pump when inserting a new infusion set. Troubleshooting was declined as customer just changed her infusion set and will call back if issues continue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.